Event description:
It was reported that the patient experienced "cognitive issues" and was admitted to the hospital for overdose. Upon interrogation of the pump, it was noted that a single bolus dose was misprogrammed after a recent concentration change where the catheter had been aspirated; however, the pump tubing concentration remained the same. The pump was programmed to deliver baclofen 1445.0 ug instead of a 144.5 ug bolus dose for a duration of 143 hours. The bolus ran for 34 hours prior to admission. The pump was stopped and the patient then experienced increased spasticity. When the pump was restarted a tube set error message was noted. The pump was programmed to deliver a single bolus of 362 ug over 110 hours. At the time of this report, the pump was again reprogrammed to deliver 500 ug/ml at a daily dose of 70 ug. Troubleshooting was being considered. The patient has had multiple problems unrelated to the pump and had undergone a catheter revision two weeks ago. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.